Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an infected distal arch aortic aneurysm impending rupture using gore® tag® conformable thoracic stent graft with active control system. After the first gore® tag® conformable thoracic stent graft with active control system (tgmr404015j) was implanted, an angiography revealed a proximal type I endoleak. Therefore, a touch-up ballooning was performed using a gore® tri-lobe balloon catheter. However, the proximal type I endoleak remained. The second gore® tag® conformable thoracic stent graft with active control system (tgmr404010j) was implanted where about a few millimeters proximal of the first gore® tag® conformable thoracic stent graft with active control system and a touch-up ballooning was performed. An angiography revealed the proximal type I endoleak almost disappeared. The procedure was concluded. On (B)(6) 2024, a CT revealed the proximal type I endoleak remained. A hemothorax was also revealed. It was considered that the hemothorax developed due to the aneurysm rupture by the proximal type I endoleak. (This event was captured in medwatch report number 2017233-2024-05543.) On (B)(6) 2024, a reintervention was performed urgently. A 22fr gore® dryseal flex introducer sheath was implanted from the right common iliac artery. When a gore® tag® conformable thoracic stent graft with active control system was delivered and an angiography was attempted to perform to determine the position of the stent graft, a major bleeding from the puncture site of the 22fr sheath was observed. A transfusion was required. The puncture site was tried to repair, but the bleeding was not stopped. And the patient¿s vital signs became lower. The gore® tag® conformable thoracic stent graft with active control system was removed once, and the abdominal aorta was occluded using a non-gore occlusion balloon catheter. However, the non-gore occlusion balloon was ruptured. Therefore, another non-gore balloon catheter was used to occlude the aorta and the vital signs increased temporary. The puncture site was started to repair, but the vital signs became lower again. The puncture site was repaired under performing a cardiac massage. It was confirmed that the second non-gore balloon was also ruptured, so this balloon was removed and the aorta was clamped. The vital signs improved slightly. The puncture site was repaired surgically by a patch closure. Tevar was resumed and the gore® tag® conformable thoracic stent graft with active control system was implanted. The physician stated it is possible that there might have been an issue of a purse string suture at the puncture site and the puncture site was damaged and bleeding when the sheath was inserted.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.